Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the reload was used at the first firing during partial resection biopsy, the surgeon pointed out that the opening of the jaws was bad at that time, and the opening and closing of the jaws were hard. Then the handle and the cartridge was replaced with new products and were used without problems. The event occurred during the procedure but the product was not used for patient.